Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Event description:
It was reported that approximately one month and ten days post dialysis catheter placement procedure via right internal jugular vein, the catheter allegedly expelled out of the cuff. It was further reported that the catheter appeared papery with no fibrosis. The catheter allegedly migrated and came out from the patient body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. During visual evaluation the tissue cuff was intact, fiber disturbance was noted on the tissue cuff and discoloration was noted throughout the catheter. But these observed visual anomalies are considered incidental and are not themselves sufficient enough to confirm the reported catheter expulsion and loosening of implant. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month and ten days post dialysis catheter placement procedure via right internal jugular vein, the catheter allegedly expelled out of the cuff. It was further reported that the catheter appeared papery with no fibrosis. The catheter allegedly migrated and came out from the patient body. The procedure was completed using another device. There was no reported patient injury.